Event description:
Additional information received reports that there is no issue with this lead, therefore this lead is no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports that there is no issue with this lead, therefore this lead is no longer reportable.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective stimulation due to high impedances on their leads and their ipg is inoperable. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.